Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, it was noted that the clip was hanging on end of the device after removal. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported firing problem could not be confirmed as the clip was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to the firing problem, clip/distal end of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, it was noted that the clip was hanging on end of the device after removal. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.